Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with bso. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat stress urinary incontinence and menorrhagia with concurrent hysterectomy on (B)(6) 2007. It was reported that following insertion the patient experienced pain, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4).